Event description:
Stryker epic ii beds with optional convenience outlets and built-in isolation transformer will occasionally trip room circuit breakers when the bed is initially plugged into wall outlet. This problem seems to be caused by high in - rush current and could potentially cause an unexpected power - down of other equipment sharing the same room circuit breaker.